Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported that on (B)(6) 2021, his sensor lost communication during the night and his blood glucose was high at 28 mmol/l. He treated with the insulin pump and was not in auto mode. On morning of call, when he was on a run, his sensor glucose reading started to go down and was 2.2 mmol/l when he got home. He treated with carbohydrates. His sensor then went into updating and then change sensor. Customer did not check his blood glucose. Customer said he had cracks on the back of his insulin pump and helpline saw that he only had one basal pattern. Per customer, there was no damage to the retainer ring.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
Customer reported that on (B)(6) 2021, his sensor lost communication during the night and his blood glucose was high at 28mmol/l. He treated with the pump and was not in auto mode. On morning of call, when he was on a run, his sensor glucose reading started to go down and was 2.2mmol/l when he got home. He treated with carbohydrates. His sensor then went into updating and then change sensor. Customer did not check his blood glucose. Customer said he had cracks on the back of his pump and helpline saw that he only had one basal pattern. Per customer, there was no damage to the retainer ring. There was no damage to the battery cap.

Manufacturer narrative:
Additional information received regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08690 inches. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 18-jan-2021, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 18-jan-2021 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 20.45 u and dailytotalofbolusinsulindelivered = 33.8 u which is equal to the dailytotalofallinsulindelivered = 54.25 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 18-jan-2021, these pump error(s)/alarm(s) were noted: sensor error alert (801) was found on: (B)(6) 2021 03:51:51.000, (B)(6) 2021 04:01:00.000 (B)(6) 2021 05:21:45.000 (B)(6) 2021 06:21:46.000, (B)(6) 2021 06:31:00.000. Lost sensor 1 alert (780) was found on: (B)(6) 2021 08:59:00.000, (B)(6) 2021 06:04:00.000. Sg calibration error (776) was found on: (B)(6) 2021 06:37:19.000, (B)(6) 2021 08:03:52.000. Lost sensor 2 alert (781) was found on: (B)(6) 2021 09:18:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2021 15:43:00.000. Insert battery alarm was found on: (B)(6) 2021 15:46:23.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2021 at 1:37:59 am. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly during self test was confirmed due to corrosion on the vibrator assembly. Force sensor zero offset within specification (23.9 mv). Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap cracked/damaged due to pump received without the original battery cap. Battery cap cracked/damaged was unknown. Cosmetic damage was confirmed at the back - battery compartment of the pump during analysis. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for sensor anomaly was not confirmed. The pump passed all the required functional testing except self test (pump was unable to vibrate during self test). Vibrate anomaly during self test was confirmed due to corrosion on the vibrator assembly. During visual inspection, corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 28 mmol/l at the time of the incident and other value was 10 mmol/l. Customer also reported crack on back of the insulin pump. Customer was not using auto mode feature. The device will not be returned for analysis.